Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See manufacture report 2032227-2014-60130.

Event description:
The customer reported that the insulin leaked out into the reservoir of the insulin pump. Customer's blood glucose was 463 mg/dl. Customer treated high blood glucose with the insulin pump. Troubleshooting was done. No further information provided.